Manufacturer narrative:
The batteries were found to be depleted. Due to the depleted batteries, the device was connected to a power supply, however the pod could not establish communication with the master pdm and was unable to be downloaded. The exposed portion of the soft cannula was observed to be kinked. Additionally, a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. As a result of the leak, corrosion was observed on the device, including on the pcb and bottom battery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Patient experienced a pod communication error during operation. Additional method of treatment was not provided.